Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. The unit had a minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has an unresponsive button. Blood glucose reading at the time was 162 mg/dl. Reporter was in the bolus process when the unresponsive button was noted. Same day replacement insulin pump sent because the patient is 7 years old. Nothing further reported.